Event description:
It was reported that one day post implant, loss of atrial sensing was observed. Bipolar impedance had decreased by 100 ohms, and the bipolar threshold had risen to 2.0 v. A chest x-ray showed that the lead was still in place. The device will be programmed to dvir and the patient will be monitored.